Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The user reported that they clamped and removed the set from the pump following an air in line alarm. They then attempted to remove the air by flicking the set with their fingers and the line disconnected at the pumping segment. The report suggests that the clinician had to wash their eyes with saline. Product was not on a pt at the time of the incident.